Manufacturer narrative:
Correction: wrong report type was selected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in-clinic with symptoms of low blood pressure due to pacemaker-mediated tachycardia. It was observed during an interrogation that there were episodes of under-sensing, mode switch, over-sensing of noise, and an inappropriate shock. Programming changes were made.